Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On the day of the event, the user reported having symptoms similar to a heart attack. The user's blood glucose result was 34 mmol/l and he was hospitalized. At the hospital, the customer was diagnosed with dehydration and diabetic ketoacidosis. The user had no potassium and his acetone measured 7. The user was treated for diabetic ketoacidosis, however the customer was unable to provide what type of treatment or medicine was administered. The user was discharged from the hospital after five days.